Manufacturer narrative:
Initial reporter phone no.: (B)(6). Oxiris c is similar to oxiris and oxiris s. Oxiris and oxiris s have been temporarily approved for use in the us under emergency use authorization eua200164 with a specific indication to treat patients with covid-19 infection. The actual device was not available; however, a photograph and a video of the sample was provided for evaluation. The visual inspection of the picture showed an external fluid leak from the drain bag sealing near the stopcock. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause is supplier related. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after two hours of starting treatment with an oxiris, an effluent fluid leak was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.